Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited greater than two seconds of pauses. Additional information was received indicating that this observation was due to oversensed noise from diaphragm strain during periods of sleep apnea. The device was scheduled for replacement due to elective replacement indicator (eri). No asystole was noted after the device sensitivity was set to least. No additional adverse patient effects were reported. The device was explanted and replaced while the lead remains in service.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.